Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side "membrane spontaneously dissolved. Silicone leaked." Additionally patient reported "pain and other issues". Device has been explanted.

Manufacturer narrative:
Device evaluation:analysis of the returned device identified, underweight, red particles in the shell and gel and opening on posterior. A visual and microscopic analysis was performed, which identified sharp opening on posterior. A dimension measurement in the shell was performed, which identify the thickness within specification. Base on the device analysis, the final assessment is: a sharp opening on posterior assessed, as an unidentified (tear) opening.

Event description:
Patient reported, left side "membrane spontaneously dissolved. Silicone leaked". Additionally patient reported, "pain and other issues". Device has been explanted.